Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not showing patient information correctly. A technical support specialist (tss) was able to see messages crossing over successfully for the patient in question. The delay appeared to be related to the device configuration, specifically the transfer delay hours setting under pes > settings > devices > select device > visits. Tss kept the case open for 24 hours for monitoring. Since there was no further response from the customer and the issue had been resolved. Tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had patient not displayed on the device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.